Manufacturer narrative:
Date of event is unknown at this time. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics were unremarkable for impedance issues, and reprogramming attempts have been unsuccessful. As a result, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was experiencing stimulation outside the original pain area.